Manufacturer narrative:
(B)(4). Results pending completion of manufacturing evaluation.

Event description:
On (B)(6) 2017, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. During the procedure, trunk-ipsilateral and contralateral leg components were implanted as planned. However, a procedural angiograph reportedly showed a proximal type I endoleak. A decision was made to implant an excluder® aortic extender component (pla230300/16295028) to treat the proximal type I endoleak. According to the report, the aortic extender component was advanced through a 12fr introducer sheath to the desired location. As the device was deployed, the delivery catheter was inadvertently pushed proximally with the sheath, and both renal arteries were partially covered by the device. Although both renal arteries reportedly still had blood flow, the physician elected to implant bare metal stents into both vessels as a precautionary measure. The patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to improper endoprosthesis component placement and renal artery occlusion.